Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044 investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the shunt assistant 2.0 has a blockage and that the progav 2.0 valve and control reservoir are both permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is with the given tolerances. Results: first we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability of the valve. The progav 2.0 and control reservoir were both shown to be permeable. The shunt assistant 2.0 was shown to be not permeable. Additional, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally we have dismantled the valves. Inside the progav 2.0 we have found minimal build-up of substances (likely protein). No visible deposits were detected in the shunt assistant 2.0 valve. Based on our investigation, we confirm the presence of occlusion in the shunt assistant 2.0 valve at the time of investigation. Despite the lack of visible deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the fin inspection when release from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. A section - patient data: height 165 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the progav system. The patient was implanted with a shunt system on (B)(6) 2019. Postoperatively, the valve was suspected to be blocked. On (B)(6) 2019, the valve was explanted due to the malfunction. Additional information was not provided.